Event description:
Complaint reportable based on analysis completed on (B)(4) 2010. It was reported that during a percutaneous transluminal angioplasty (pta) procedure, a shaft kink occurred. Vascular access was obtained through the femoral artery. The de novo lesion was located in the moderately calcified popliteal artery. Upon attempts to cross the lesion with the 4.0mm x 1.5cm small peripheral cutting balloon, the catheter shaft kinked. The procedure was completed successfully with a different device. No patient complications were reported and the patient's status was good. Returned device analysis revealed a shaft break.

Manufacturer narrative:
(B)(4): visual examination of the device revealed that the returned balloon had no evidence of being inflated. The hypotube shaft was broken 562mm from the distal end of the spiral strain relief. There was no damage noted to the distal tip of the device. The device could not be inflated due to the break in the shaft. No other damage was noted on the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4)